Manufacturer narrative:
The reported field event of a header anomaly was confirmed in the laboratory. Visual inspection noted the lv is-1 bi septum was damaged. It is believed the damaged septum caused the pectoral stimulation. The cause of the lv is-1 bi septum damage was not determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was causing pectoral stimulation following lead implantation. Damaged silicon screw cover and blood was found in the header upon inspection. The device was explanted and replaced. The device will be returned for inspection. The patient is in stable condition.